Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: event postal code: (B)(6). A getinge field service engineer (fse) checked the unit and observed repeated shutdown while switching on the unit. Repaired not completed due to some spares. Additional information was requested from the fse with regard to the repair; however, despite our best efforts, no repair information of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Unit not cleared for clinical use. H3 other text : parts not yet replaced by getinge.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10.

Event description:
It was reported that during routine check by hospitals biomed when switching on, the cs300 intra-aortic balloon pump (iabp) unit repetitively shutdown. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).